Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had been bumped and had got a stuck button alert. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump had a crack on the center button and clip does not come off. The device will be returned for analysis.